Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. Functional testing was performed and the reported fault could not be reproduced with no failures detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A global communication test was performed and passed. A "try it" manual test was performed and passed. The receiver case was opened for an internal visual inspection and it passed. The moisture detection sticker was activated. The speaker resistance was measured and registered within specification. The reported event of no audio output was not confirmed. A root cause could not be determined.